Event description:
It was reported that the procedure was to treat a 60% stenosis in the mid right coronary artery. The 3.0 x 18 mm implant was deployed distally to a previously placed implant, at 10 atmospheres (atm). Deflation of the delivery catheter balloon was done with 2 negative pullbacks and enough time was given to the balloon to deflate. The deflated balloon was angiographically assessed. There was no resistance during advancement or removal of the delivery catheter; however, once outside the patient, it was very sticky on the bmw universal guide wire. It required force to remove the catheter from the guide wire. The guide wire did remain in place and was used successfully for post-dilatation with an nc balloon. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.